Event description:
Several hours after receiving thoracentesis, pt became unresponsive. She was pale with a blood pressure of 88/30. Monitor pattern showed "junctual" rhythm to sinus rhythm. She was transfeered to sicu where she received multiple blood products to stabilize blood pressure. No surgical intervention required.